Event description:
Report received from the USA stating that the device "overheated during testing." The device was not being used during surgery. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The event was unconfirmed. The device was evaluated and too much grease was found to be in the gears. If additional information is received, a supplemental report will be sent.